Manufacturer narrative:
Additional manufacturer narrative: report of an aortic bioprosthetic valve that was explanted at implant due to "suspect gradient and a huge central jet." It was also learned that the patient expired following the surgery, and the cause of death was not provided. There was no information provided to suggest a device relationship to the patient's death. Explant at implant events are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. Despite multiple follow ups by edwards, the healthcare provider declined to provide any additional information or return the device for evaluation. Therefore, without additional information and/or return of device, the root cause of this event cannot be conclusively determined at this time. Edwards will continue to review and monitor all events.

Event description:
It was reported by surgeon via sales that an edwards aortic bioprosthetic valve was explanted at implant due to "suspect gradient and a huge central jet." It was also reported that the patient expired following the surgery. The surgeon noted that the valve had no out-of-box defects and looked symmetrical. Despite requests from edwards to obtain additional information, the healthcare provider declined to provide any additional information for this event. The device was not returned for evaluation.